Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the device was not used in the pt. The needles would not stay in jaws. Nothing fell into the pt. No add'l info is available from the site.